Event description:
Patient has not been checked in 3 years, when their device was interrogated a message appeared to perform a memory dump because of a battery error. Device says 10% remaining on the battery. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.